Manufacturer narrative:
Evaluation revealed the glenosphere holder/ impactor to be the subject product. No further associated products were reported. A physical examination could not be carried out as the item was not returned for evaluation. A review of the device history records revealed no discrepancies. The item was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured in 2016) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. According to information received, the tip of the threaded portion was found to be broken off during inspection. With the information given the reported event could not be confirmed or reproduced. A more precise evaluation was not possible. With available information a deficiency of the device could not be verified. The file will be closed formally. In case the item should become available, we reserve the right to update the investigation and change the root cause. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Not received.

Event description:
It was reported that upon inspection, the tip of the threaded portion was found to be broken off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that upon inspection, the tip of the threaded portion was found to be broken off.